Manufacturer narrative:
Patient identifier, age or date of birth, sex, weight, and ethnicity: there was no patient involvement. Livanova deutschland manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The technician attempted to restart the device and move the connecting cable between the drive unit and the control panel with no improvements. Thus, he tried to connect to the control panel another drive unit in use at the hospital and system worked properly indicating a faulty component of the drive unit. The motor control board of the drive unit was replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Complaints database analysis revealed that no previous complaints have been reported for this drive unit. Based on the above facts, the root cause of the reported issue is traceable to a failure of the motor control board. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a centrifugal pump 5 (cp5) gave a motor control failure error message during a procedure. Despite device restart, the issue did not improve. There was no patient injury.